Event description:
This patient did not progress with the cochlear implant as expected. Diagnostic testing showed a normally functioning implant. X-rays showed that the implant was not properly placed in the cochlear, but was in the epilympanum. This patient will be reimplanted because of improper electrode placement.